Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (sheath) as the sheath was removed without resistance during returned device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the 3.5x18mm xience alpine stent delivery system, the dispenser hoop coil was removed, but when attempting to remove the protective (yellow) sheath it remained stuck on the stent and unable to remove. The device was not used and there was no patient involvement. A new same size xience alpine was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.